Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultraeasy meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that at an unspecified date and time she obtained what she felt was an inaccurate high blood glucose reading of ¿over 20.0 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient reportedly manages her diabetes with 25 units of insulin daily via the insulin pump. In response to the alleged elevated result, the patient claimed she took an extra 3 units of novolog insulin. The patient stated that as a result of the alleged issue she ¿slipped into unconsciousness¿ which reportedly led to the ¿dislocation of her wrist.¿ the patient claimed she was hospitalized at an unspecified dated and time due to the alleged issue but denied receiving surgery. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.